Event description:
Sales consultant reported that surgeon was using a bone clamp to control the humerus and the clamp broke. All of the pieces were retrieved. They used another clamp and finished the procedure with no further issues. Surgery time was not extended and there was no patient harm. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment not diagnosis. The design risk assessment was reviewed. The design is adequate for its intended use and did not contribute to this complaint condition. Based on the age and as received condition of the returned device, this device has outlived its useful life. Therefore, this complaint is invalid from a design perspective.